Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the quick look report showed high lead impedance but it was nowhere else on the report. The caller was advised that this is a network issue and not a lead issue. It was explained that this is a known issue that happens within days of a programmer session. The caller was given a new report where the impedance was displayed correctly. No patient complications have been reported as a result of this event.